Manufacturer narrative:
Based on the information available, stryker has determined that the likely cause of the reported issue was due to a shorted diode, designator cr30, on the therapy pcb assembly. When this occurs, the device logs an error code in its memory and may deliver a monophasic at a reduced energy level. Due to the device's age it is not repairable. The device was not returned for investigation and remains with the customer, therefor the cause of the reported issue could not be confirmed.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient involvement reported with the event.